Event description:
Subsequent to the previously filed medwatch report, additional reported information indicates that the physician had an unusual deflation process that may have contributed to the deflation issue resulting in resistance during withdrawal of the delivery catheter. The physician alternates between pulling negative pressure and neutral several times during deflation. An abbott representative explained that full balloon deflation may not be achieved as a result of this technique and instructed the physician on the best practice for deflation according to the instructions for use. No additional information was provided.

Manufacturer narrative:
(B)(4). Failure to follow instructions. It should be noted that the xience xpedition / racer xl everolimus eluting coronary stent system instructs the physician to "deflate the balloon by pulling negative on the inflation device for 30 seconds." Based on the reported information, it is likely that the unusual deflation technique contributed to the reported winged refold of the balloon. The resistance during withdrawal of the sds likely occurred as a result of the winged balloon interacting with the guiding catheter. There is no indication of a product quality deficiency.

Event description:
It was reported that during the procedure in an unspecified vessel, a rx xience xpedition stent delivery system was delivered to the target lesion without resistance. The stent was deployed successfully and was confirmed to be fully apposed to the vessel wall. Balloon deflation was performed and the balloon was confirmed to be deflated. While attempting to withdraw the stent delivery system into the guide catheter, resistance was felt. The stent system balloon was noted to be winged. The physician was ultimately able to manipulate the balloon into the guide catheter and the stent delivery system was withdrawn from the anatomy successfully. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.